Event description:
It was reported that the insulin pump alarmed no delivery and had high blood glucose. Customer's blood glucose was 367 mg/dl. Customer stated treated with manual injection. Troubleshooting was done. Customer reported had to go to emergency room due to high blood glucose. Customer's blood glucose at that time was 499 mg/dl. Customer stated was getting no delivery alarm and no back up plan. Customer had low ketones. Customer was given insulin and manual injection. Customer was not wearing the insulin pump at the time of emergency room. Customer changed new set at the emergency room and the insulin pump worked fine. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.